Event description:
Caller reported an alarm 2 followed by alarm 26. There was no reported impact to the customer¿s blood glucose level. The caller declined troubleshooting, and no additional information was received regarding the outcome of the event.